Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. Returns were not required from the customer site for this investigation as it was concluded that the complaint activity for this assay is within accepted limits and that subsequent testing by the customer generated acceptable results. A lot search for reagent lot 02314c000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 02314c000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency/malfunction was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25, that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Event description:
The customer reports lower than expected architect ipth assay results for patient samples tested on an architect i2000sr analyzer. The following examples were provided: (B)(6): initial result = 11.1 pg/ml, which was not consistent with the patient's medical condition. The sample was retested and generated results of 84.6 and 71.7 pg/ml. (B)(6): initial result = 39.5 pg/ml. The sample retested at 69.3 and 70.3 pg/ml. No suspect results had been reported out of the lab with no patient impact. The assay package insert normal reference range for this assay is 15.0 - 68.3 pg/ml.